Event description:
Customer called to report a blood leak at the collect pump tubing segment. Customer had processed 680ml when this was noted. Nurse stated the person who set up the kit thought the collect pump tubing was a little too long, but loaded it and rotated the pump, and it seemed ok. Treatment was aborted. Pt is stable and will undergo treatment on the uvar xts instrument today. Svc order (B)(4) was dispatched due to blood spill under rotors and in the pressure transducers.

Manufacturer narrative:
Batch record review of lot c301 was conducted. There were no non-conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, CAPA (B)(4) was initiated to investigate tubing bond leaks. Service order (B)(4) completed. Service engineer cleaned under pump heads and checked under deck. Complete section seven set up. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).